Manufacturer narrative:
Additional patient identifier: (B)(6). This report is for six (6) unknown screws/unknown lot. Partial part number provided for five (5) screws is 202.2xx and part number provided for one (1) screw is 206.814, which is not a valid synthes part number. Without the specific part number; the UDI number and number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent initial surgery on (B)(6) 2018 to treat an ankle fracture. X-ray taken on an unknown postoperative date revealed malreduction. The initial plate placement put the fibula in valgus. Patient underwent revision surgery on (B)(6) 2018 for a hardware removal. The plate was removed, and a 1/3 tubular was used for final fixation. The procedure was completed successfully. It is unknown if there was a surgical delay. Patient outcome is unknown. This report is for six (6) unknown screws. This is report 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: brand name, catalog number, UDI number, additional device product code: hrs, physical manufacturer, 510k number. Corrected data: part numbers for all six unknown screws received and each screw will be reported separately. Corrected quantity and name of the screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 4.0mm cancellous bone screw fully threaded/14mm. This is report 2 of 10 for complaint (B)(4).